Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient presented with painful degenerative disc l5-s1 with right leg sciatica. Patient underwent alif using intrepid cage and rhbmp-2/acs with a spire plate. There were no noted complications. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.